Manufacturer narrative:
Corrected section: removed "device discarded" from evaluation method codes (4). Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and blood were observed. Microscopic inspection showed no residue or contamination on the inner switch mechanism. The silicone insulation appeared intact and showed no signs of cracks or peeling. The heater wire was observed to be slightly flexed away from the hot jaw in various locations, but remained attached to the jaw. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test. It did not produce visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with the same observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, causing the inner wire to be exposed. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" and the analyzed failure "material twisted/bent" were confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Hospital pulled back the toggle to activate the jaws and nothing happen. Tried swapping out the cord and generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Hospital pulled back the toggle to activate the jaws and nothing happen. Tried swapping out the cord and generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Hospital pulled back the toggle to activate the jaws and nothing happen. Tried swapping out the cord and generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25143152 and 25143454, the last 2 lots shipped to the account one year prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.